Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2010, explanted: (b)(69) 2015, product type: pump. (B)(4) .

Event description:
Information was received from a hcp (healthcare professional) regarding a patient receiving intrathecal compounded baclofen 1500 mcg/ml and dilaudid 1 mg/ml via an implanted pump. The drug lot number was unable to be obtained/not available. The pump's IFU (indication for use) was listed as intractable spasticity and post spinal cord injury. The patient's medical history included c7 fracture and hepatitis c. A pump motor stall was seen upon device interrogation. The pump had been programmed to deliver a dose of baclofen 700 mcg/day and dilaudid 0.46 mg/day. The patient did not recently undergo MRI (magnetic resonance imaging). The pump logs showed the motor stalled and had not recovered as of this report. The reporter indicated the patient was not acting like he was in withdrawal but did state the patient was "peculiar" and not a good historian. Additional information was received from a hcp via a company representative. Per this report, the pump stall occurred (B)(6) 2015 at time 1256 per the pump logs. The patient experienced an abrupt return of spasticity. The patient was transported from a hospital via lifeflight to another hospital due to the motor stall. The patient was hospitalized and was admitted to ICU (intensive care unit) for management overnight of moderate withdrawal symptoms until the pump could be replaced. Other medications the patient was taking at the time of the event were not reported. On (B)(6) 2015, the pump was replaced. In the or (operating room), the catheter was aspirated for csf (cerebrospinal fluid) with slow return initially and then normal flow. A physician suspected the catheter might have been clogged due to the compounded drug being infused, but the catheter did show good flow so it was not replaced (only the pump was replaced). The new pump was filled with gablofen 500 mcg/ml. Following surgery, the patient was stable. The patient status was alive - no injury. Refer to MFR. Report number 3004209178-2015-25175 for unrecoverable motor stall and ICU report.